Event description:
It was reported that this pacemaker felt into safety mode. Technical services (ts) was consulted and recommended changed out. This pacemaker remains implanted. The patient later was admitting and getting a non-bsc device. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker felt into safety mode. Technical services (ts) was consulted and recommended changed out. This pacemaker remains implanted. The patient later was admitting and getting a non-bsc device. No adverse patient effects were reported. Additional information was obtained, the physician implanted a micra device and left the pacemaker implanted but turn off. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b1. Required field in the next state adverse event/product problem. B2. Required field in the current state outcomes attrib to adv event. Device was turn off and replaced up until 12/16/2024.